Event description:
Dr was performing a liposuction procedure and noticed that the cannula tip appeared to be missing upon removal of the device from the pt. A thorough search of the surgical field was performed, however, the missing tip was not located. No confirmatory diagnostic procedure was performed by the operating staff to verify the suspicion that the tip was inside the pt.